Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced an increase in blood glucose levels to above 500 mg/dl after more than 48 hours of pod wear on the arm. The mother reported that the presence of ketones was confirmed via home testing, which prompted her to seek medical attention. Reported symptoms included vomiting and severe stomach pain. The patient was admitted to the critical care unit and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included an insulin infusion, with bloodwork also conducted. The patient remained hospitalized for two days and was discharged on (B)(6) 2026. The pod was removed prior to discharge.

Manufacturer narrative:
Medwatch mw5185741 was received on 16apr2026. Updated e4 and h10 accordingly.